Event description:
A us distributor returned a monitor and reported the monitor's case was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle was broken, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.